Event description:
It was reported that during an arthroscopy, t1 and t2 implants of the fast fix 360 were deployed together while t1 was being deployed, both were deployed trough the meniscus and they were removed using a grasper. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H2: additional information b5.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Factors that can contribute to the reported event include an application of unintended inappropriate use implicating premature activation of the device. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, t1 and t2 implants of the fast fix 360 were deployed together while t1 was being deployed, both were deployed trough the meniscus and they were removed. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported.